Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1356. The pt has two leads implanted with the same lot number. It was reported the pt suffered a fall and lost stimulation. X-rays were taken and showed the lead was partially out of the ipg header. The pt underwent revision surgery on (B)(6) 2013 where the lead was re-inserted into the ipg. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.